Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot number combination. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for the reported syringe loosened and fell off issue as the black rubber component is detached from the plunger. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date:03/2021), g3. H11: h6(device, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure through the right internal jugular vein and on the right chest wall, the syringe was allegedly loosened and fell off. The procedure was completed using another device. There was no reported patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The sample was not returned to the manufacturer for evaluation; however, a photo was provided for review. The investigation of the reported event is currently underway. Expiry date (03/2021).

Event description:
It was reported that prior to a port placement procedure through the right internal jugular vein and on the right chest wall, the syringe was allegedly loosened and fell off. The procedure was completed using another device. There was no reported patient contact.